Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, without the requested patient-specific clinical information/documentation, further assessment of the reported events cannot be provided and the root cause beyond those reported in the article could not be concluded. The patient impact beyond the reported events could not be determined. No further medical assessment could be rendered at this time. Should additional clinically relevant documentation become available the medical investigation task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that on literature review "insert dissociation after fixed bearing ps constrained genesis ii total knee arthroplasty. A case series of nine patients. Authors: voskuijl, t; nijenhuis, t; hellemondt, v & goosen, j¿ 9 patients presented dissociation of the polyethylene insert causing a revision surgery while using a genesis ii tka system. In addition, prior the dissociation of the polyethylene complication presented in all patients, patient # 1 presented instability and patient # 6 presented an infection, both complications caused a revision surgery while using of unkn genesis ii total knee tib insert. Patient # 8 presented arthrofibrosis that caused manipulation under anesthesia while wearing a unkn genesis ii total knee fem comp.